Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. Most recent technical site visit and confirmed device met specifications as per service installation record. Treatment report and logfiles were requested but not provided, therefore a deeper investigation is not possible. The root cause could not be determined conclusively, without additional information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a while flap creation a partial laser was applied leading to an incomplete tunnel (incomplete flap) in the unknown eye of a patient during lasik surgery. The surgery was terminated due to safety concern and the flap preparation method was changed. No patient harm.